Event description:
Broken plastic on cup inserter.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Previous investigations found design is attributed to the handles cracking; eco (B)(4) was implemented on (B)(6) 2008 to change the material from (B)(6). The returned device was made prior to these changes. Eco-(B)(4) was implemented on (B)(6) 2013 that further changed the material from (B)(6). Further corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.